Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing and cartridge tubing during the load fill tubing sequence. Reportedly, the customer reverted to using manual injections for insulin therapy. Upon follow up, a cartridge change was performed resolving the issue. Customer's blood glucose level was 344 mg/dl.